Manufacturer narrative:
Analysis found that the gear train in the pump motor had an anomaly with corrosion and/or wear and/or lubrication. The gear train on the pump motor was also found to have stalled due to shaft-bearing. The results showed that there was upper and lower shaft lubricant meniscus missing, significant residue on lower shaft, lower shaft worn, pump tube slightly cloudy in coloration, residue on pump tube, residue on one or more roller arms, and moisture drops on pump head and pump head pins. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by healthcare provider via a manufacturer's representative regarding an implantable intrathecal pump intended to deliver morphine, 2mg/ml at 7.2 mg/day, indicated for non-malignant pain and failed back surgery syndrome. It was reported that a patient visited the healthcare provider because their pump was alarming. The pump was interrogated and the logs indicated that a motor stall had occurred on (B)(6) 2016. The pump was put on minimum rate. It was noted that the patient had not recently had an MRI. The cause of the motor stall could not be determined; the pump was interrogated 4 times, however it never recovered. It was reported that the patient experienced a sudden loss of therapy. The pump was replaced on (B)(6) 2016, and the patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.